Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small cut was observed in the tubing of an unspecified administration set which resulted in a leak of intravenous fluid. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.